Manufacturer narrative:
This is one of two related reports. This report represents an impella 5.5 and another report was submitted to represent an impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: on (B)(6) 2026 impella 5.5 was inserted via right axillary surgical access in a patient of 75-year-old age and female for acute myocardial infarction/cardiogenic shock (ami/cgs) indication. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was scai shock stage d with escalation from impella cp that was placed on (B)(6) 2026. On (B)(6) 2026, impella 5.5 had difficulty advancing the device into the left ventricle using a 0.25 j super stiff wire, requiring significant push and torque. A second impella 5.5 was opened, and advancement was successfully achieved using a v-18 wire. No patient harm was reported. No labs were provided. Troubleshooting included changing the wire, which resolved the issue. Care was later withdrawn, and the patient expired. The death is conservatively reported (on this impella 5.5 case; there were no reported adverse events on the second impella 5.5) and is more likely attributable to the patient¿s underlying clinical condition including scai stage d.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Difficult/unable to insert through other device: the cause of difficult/unable to insert through other device was most likely use related since clinical team utilizing the 0.25 j super stiff wire instead of v-18 wire to advance the pump into left ventricle.